Event description:
It was reported that the spider tenet won't hold in place. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.